Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [c190322-02]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial number cbh70075]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi set a test bur in the handpiece, connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: - the ball bearing in the cartridge was broken. - there was debris on the other parts. B) nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4) . Conclusions reached based on the investigation and analysis results: 1) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. 2) a lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. 3) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: 3.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. 3.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
Exemption number e2016004. (B)(4). According to the distributor, the dentist refused to provide the patient's weight.

Event description:
On march 22, 2019, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2019. The dentist was performing a crown procedure on tooth #31 using the z95l handpiece (serial no. (B)(4)). The patient was under local anesthesia. During the procedure, the dentist heard an abnormal noise coming from the handpiece. The dentist noticed a circular 1x1cm blister with tissue sloughing on the patient's lower right cheek mucosa. The dentist applied peridex to the injury in the office, and the patient was sent home with peridex along with instructions for use. The dental office contacted the patient on (B)(6) 2019. The patient reported that the injury was healing normally.